Event description:
On (B)(6) 2010, a patient underwent an endovascular procedure to treat an abdominal aortic aneurysm. The physician chose to first implant an aortic extender component. The physician advanced the device catheter and felt resistance. He withdrew the device catheter back into the sheath and repositioned the sheath to re-advance the device catheter. When the aortic extender component was advanced the second time, it was noted that the device had begun to deploy from the distal end. The deployment cord had broken at the half way point. The physician completed deployment and landed the device. The proximal olive from the device catheter broke off and remained in the patient. The physician was able to retrieve the broken proximal olive with a snare technique. The physician continued the procedure to land the trunk-ipsilateral leg component; however, there was no wall apposition and contrast was filling the aneurysm sac. The right external iliac had been lacerated by the cook sheath. The physician chose to convert to an open procedure. At that time the physician found a large piece of calcium in the aorta at the location where the trunk-ipsilateral leg component showed a lack of wall apposition. The patient tolerated the procedure. Blood loss was 1700 cc.

Manufacturer narrative:
Please note additional device implanted: pxt261212/06715082.